Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that resident inserted the foley catheter, which was successful, but when the resident proceeded to fill the balloon slowly, they felt resistance and heard a popping noise at 5cc. The team then observed the remaining water flow into the urimeter. New foley needed to be inserted.

Manufacturer narrative:
The reported event was inconclusive as the returned samples do not match the reported lot number. Visual evaluation noted received 1 all silicone foley catheter, three syringe the drainage bag and additional all silicone foley catheter. Samples contain ngju5066 and ngjs0236 lot numbers. The lot numbers were tested accordingly, and the results of each sample are listed below: ngju5066- using returned syringe and 10ml mbs solution immediately leaked into drainage lumen causing lumen to lumen leak present. Ngjs0236- upon visual inspection tear present on catheter drainage funnel, using 10ml of mbs and returned syringe inflated catheter and asymmetrical balloon present, did not deflate within 5 mins, checked perforation notch and notch appears to be perforated appropriately as 0.020 pin gauge fit and dissected inflation port and 0.020" pin gauge fit with no difficulties, 0.025" pin gauge fit with resistance. This meet specifications. As samples returned do not match the batch number reported, the reported event is inconclusive, and additional complaints have been made for the failure modes found during sample evaluation. No actions can be taken at this time since a root cause was not identified. DHR review did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Directions for use: proper techniques for urinary catheter insertion. Perform hand hygiene immediately before and after insertion. Insert urinary catheters using aseptic technique and sterile equipment. Use the smallest foley catheter possible, consistent with good drainage. Document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record proper techniques for urinary catheter maintenance. Secure the foley catheter, use the statlock foley stabilization device if provided. Maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient. Routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate. Leave foley catheter in place only as long as needed. Correction: h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that resident inserted the foley catheter, which was successful, but when the resident proceeded to fill the balloon slowly, they felt resistance and heard a popping noise at 5cc. The team then observed the remaining water flow into the urimeter. New foley needed to be inserted. Per investigator's notification received on 22sep2025, it was reported that lumen to lumen leak, tear on catheter drainage funnel, asymmetrical balloon, balloon did not deflate was found during sample evaluation.

Event description:
It was reported that resident inserted the foley catheter, which was successful, but when the resident proceeded to fill the balloon slowly, they felt resistance and heard a popping noise at 5cc. The team then observed the remaining water flow into the urimeter. New foley needed to be inserted.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Warning: on catheter, do not use ointments or lubricants having a petroleum base. They will damage catheter and may cause balloon to burst. Precautions: should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.